Manufacturer narrative:
The territory manager (tm) provided assistance to the facility via phone. The tm instructed the nurse in the operating room to reseat the footswitch connector and the surgeon was able to move on and completed the case. A review of the complaint database for the previous 24 months indicated there have been no additional, related reports for this system. The root cause however, is inconclusive. (B)(4).

Event description:
Adverse event(s): "delay in surgical procedure" (no code available). Product problem(s): "system had an error with the footswitch" (device operates differently than expected). A nurse reports the system had an error with the footswitch in the middle of the case and would not move to the next mode. The pt was on the table, incision was made and there was a delay of about 20 minutes while troubleshooting. The system message was finally able to be cleared and the system was used for the remainder of the day with no additional issues. The reporter indicated that she was aware of no pt impact.